Event description:
Pt was a (B)(6) female. Physician made two passes with the merci v 2.0 firm retriever. After the two passes, a part of the clot was retrieved. Physician stated that the retriever was "too stretched" and "too bent" compared to other cases he performed in the past. After the second retrieval attempt, an angiography was performed and found extravasation and dissection. Two days post procedure, a CT examination and CT imaging were performed and no hemorrhage was seen. The pt recovered after the procedure. There was no evidence of concentric medical device malfunction and the device instructions for use lists related possible complications. Also, while the concentric medical device use may have caused or contributed to the pt outcome, there are other factors independent of the subject device (e.g., pt factors, device use factors, other devices employed, drugs administered, etc.) That also may have caused or contributed to the outcome.